Event description:
A doctor's office alleged that a patient had experienced the debonding of restoration one (1) day after placement with the maxcem elite clear product.

Manufacturer narrative:
The patient swallowed the crown and it was not retrieved. It was confirmed that the patient is doing fine at this time. The doctor stated that the patient had initially been scheduled to return to the office for final cementation of a new crown on (B)(6) 2014; however, the date for the procedure was rescheduled. The new cementation procedure date was not provided. Kerr has requested that the customer report any new information with regard to this patient. An update will be provided if any new information becomes available. The lot number 4690549 has been identified as an affected lot in an ongoing maxcem elite recall; therefore, no further evaluation is necessary.